Event description:
Complaint received from pt that alleges "customer broke lower leg while wearing the brace. Customer had knee cap removed and the brace did not support the knee. While walking the knee went out and caused the leg to buckle pushing the lower bar of the brace into the leg and breaking it." Questionnaire not received from clinician and/or pt. Device not returned to MFR for eval. No indication device caused or contributed to the event.